Event description:
Reported as "a port leak with port revision surgery."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 09/02/2008. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device found leakage at the port septum. The opening is consistent with puncture by a needle and may be the suture of the leakage. Analysis of the device noted damage from the sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). This was most likely caused during surgery to remove the band. There was no indication of wear related damage to the portion of the lap-band system returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."